Manufacturer narrative:
The device will not be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer service coordinator reported that the 202050 duraseal dural sealant system did not mix correctly during an unspecified procedure on (B)(6) 2017. Additional information received on 24may2018 indicating that the product was in contact with the patient with no reported injury. There was no surgery delay due to the product problem. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
The device was not returned for evaluation. Integra has performed a thorough review of the reported incident. The DHR review concluded that there were no assembly component related failures at the time of release. With the information provided a root cause could not be reliably determined.